Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received a no delivery alarm for the past two days. The customer's blood glucose was 201mg/dl at the time of incident. Troubleshooting found insulin was unable to exit during a fixed prime and the insulin pump alarmed no delivery. It was also found insulin was able to exit with a manual prime. The customer was advised their insulin pump was working as designed. Customer was also advised the alarm was caused by a connection issue. The customer also reported their last known blood glucose was 442 mg/dl. The customer has treated for their blood glucose. The customer declined to return the product for analysis.